Event description:
This report was submitted under MFR's report number 6000089-2006-00100 in error. The report number should have been 6000093-2006-00127.

Event description:
This complaint is reportable based on the analysis completed in 12/2005. It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system was stuck in the guide catheter. The patient arrived through the ER with an acute mi. A thrombus was discovered in the mid left anterior descending artery causing a total occlusion. Percu-surge was used to successfully treat the thrombus. The physician inserted a taxus express2 3.0x16mm drug eluting stent through the xb 7fr cordis. When the stent delivery system was inserted, it was stuck in the catheter. The stent delivery system could not be removed, so the whole system was removed from the patient. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.